Event description:
Customer alleged obtaining discrepant blood glucose results of 250mg/dl back to back with 124mg/dl when test was performed within 10 minutes on the advantage system. Customer reported not experiencing any hypoglycemic or hyperglycemic symptoms. No reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.